Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.